Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing due to a fracture. Additionally, the rv lead showed an impedance anomaly, which was identified through device testing. This rv lead was surgically abandoned and a new lead with a different model was successfully implanted. No additional adverse patient effects were reported.